Event description:
A (B)(6) user facility has reported that during a hemodialysis treatment, an alarm sounded indicating blood leak, the drain sample obtained was pink tinged and tested positive for blood using a blood detection strip (chemstrip). There was no pt ill effect. There is no sample available for eval.

Manufacturer narrative:
(B)(4).